Event description:
It has been reported to philips that the geometry movements intermittently stopped working. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned, non-emergency treatment procedure was performed when the issue happened, and procedure completed by moving the patient to a different room. A philips field service engineer (fse) examined the system on-site checked the system and found that the system had multiple movement failures in a locked-out state. To resolve the reported issue, the fse replaced multiple components review module, control module tilt, fdcsib, cable control module, pdu fan tray and dcps and pan handle and return the parts for further analysis and it found the control module showed an electrical defect and hinders system operations and geometry movements and for pdu fan tray and pan handle no failure found. After fse replaced multiple components, the system was returned to use in good working order. The codes were updated based on the investigation outcome.